Event description:
The plaintiff's attorney alleged that on (B)(6) 2010 the pt experienced a cardiovascular event and respiratory failure and after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated mdrs # 1225714-2014-02543 and 1225714-2014-02544.